Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had low battery alarm or short battery life and replace battery alarm. Customer did receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. The battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = clear. Customer returned pump for an alleged unexpected battery power loss found on (B)(6) 2021. The pump passed the displacement test, active current test, sleep current test. The pump failed self test due to pump error 63. No unexpected battery power loss noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) had a difference of 300mv for more than 4 hours. Pump error 63 was found during testing, however, pump turned into a blank display during redownload process due to moisture damage. Unable to verify variable number pump error 63 due to blank display. No unexpected battery or power alarms were found in the history files or traces on or near the event date. Pump was cut open to perform visual inspection and found the following: physical damage on the q1 chip; moisture damage on pcba 1, pcba 2, motor; dried insulin in the motor slide. Test p-cap and reservoir locked properly into reservoir compartment during testing however, retainer ring damage was noted. The following were noted during visual inspection: cracked retainer, battery tube threads - cracked, serial number label missing, cracked keypad overlay, pillowing keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window/cover, reservoir tube cracked, minor scratched lcd window, corroded battery tube. Unexpected battery power loss not confirmed. Exposed to moisture confirmed. Self test failed due to pump error 63. Damaged retainer ring confirmed. Exposed to moisture confirmed. Blank display confirmed due to moisture damage. Physical damaged q1 chip confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.